Event description:
Pt.had to be admitted for an emergent tracheostomy tube change due to a fracture that occurred to the ring to which the tracheostomy tube attaches. The tube that had to be replaced had just been recalled and an elective tube change had been scheduled as a result of the recall. In the interval of waiting for additional tubes that would be a replacement to what patient had, the fracture occurred and the tube had to be replaced emergently.